Manufacturer narrative:
Device evaluation in progress.

Event description:
Device initial identification of the coil 2x3 revealed that the main coil was detached from the delivery wire/broken.

Manufacturer narrative:
A review of the device history record could not be performed because the batch remains unknown. The main coil was returned detached from the delivery wire within a petri dish. Visual examination of the returned device revealed that the main coil was detached from the delivery wire at the detachment zone and there was evidence of electrolytic detachment. Sem (scanning electron microscopy) images showed partial electrolysis of the detachment zone. Sem images also showed what appeared to be dimpling suggesting a break; no direction was evident, but there appears to be evidence of torsion overload. It is probable that the main coil was partially detached at the detachment zone but then ultimately broken away. The main coil was found to be extensively kinked and stretched likely due to procedural factors. Based on the information available and analysis of the device, it cannot be determined at what stage of the procedure the break occurred, therefore an assignable cause of undeterminable will be assigned to the reported main coil break and analyzed premature detachment inside the patient.

Event description:
Device initial identification of the coil 2x3 revealed that the main coil was detached from the delivery wire/broken.